Event description:
PICC line inserted and in removing the guidewire the catheter bunched up. The catheter was removed to 32 cm and resistance was met. Patient was taken to surgery and the catheter was removed by incision.